Event description:
The customer contacted baxter's (B)(4) regarding a system error 2240 alarm which occurred on the homechoice(hc) during dwell 3 of 4. The baxter technical service representative (tsr) instructed the homepatient (hp) to check all the tubing and all the bags for tears, leaks or damage. The hp stated that the cat may have chewed through one of his lines again. The tsr then explained the alarm and assisted the hp to cycle power off and on twice to clear the alarm and then advised the hp to call his peritoneal dialysis nurse (pdrn). There was no patient injury or medical intervention indicated at the time of the initial report. The pd rn was contacted on (B)(6) 2010 regarding the system error 2240. The pd rn stated that she was aware of the alarm. The pd rn stated that the hp did not have any problems such as peritonitis and resumed therapy. No patient injury or medical intervention was reported.

Event description:
A customer contacted baxter (B)(4) regarding leakage from the tubing of the transfer set found when the patient opened the lid of the cleanflash. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). One used transfer set was received with cap on spike and no cap on patient connector in reference to leak. The transfer set was tested underwater with leak noted from cut approximately 1 1/2" from sleeve in closed position. This report was confirmed in the lab for tubing leakage due to a cut/hole in the tubing (1 1/2 inches from the base of the white twist sleeve when closed). Based on the information obtained from baxter's investigation, the root cause of the cut/slice/hole in the tubing could not be determined. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. No further information is available at this time. A follow up report will be submitted when the evaluation results become available.